Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed off no power and spi to motor pic communication error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that last night it was late so she took off the battery from her pump and took of the set. The customer stated this morning she went to put a new battery on her pump and she received a message power off. The customer replaced new battery but message stayed the same. The customer stated her clip broke. The customer stated the alarm received was spi to motor pic communication error. The customer reported that the alarm did not occur during the rewind or prime sequence. They were unable to continue troubleshoot as customer received off no power. The customer stated they did not receive a low battery alert prior to the off no power alert. The customer stated this was the second occurrence of off no power without a low battery warning. The pump was not getting out of loop. The customer stated her pump had been drooped. Customer reported the drive support cap appeared normal (slightly indented). They were unable to continue troubleshoot due to the pump being in loop. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No unexpected battery power loss and no spi to motor pic communication error alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.